Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable pacemaker device was surgically explanted due to unspecified reason. This device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was surgically explanted due to unspecified reason. This device was replaced. No additional adverse patient effects were reported.